Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 1 month and 16 days. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A direct correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with melena and fatigue and was admitted to the hospital on (B)(6) 2018 for suspected gastrointestinal (gi) bleeding, with no prior incidence of gi bleeding. On admission, the patient's inr was therapeutic, hemoglobin (hgb) was 5.1 g/dl and aspirin and warfarin were held. A CT ap performed was negative for intra-abdominal bleeding. The patient was given 6 units of blood with an appropriate rise in hgb. The gastroenterologist was consulted and the patient underwent a single balloon-assisted enteroscopy (sbe). A large ulcerated fungating mass in the esophagus was found to be the site of bleeding. At the time of discharge, the patient's hematocrit and hbg were stable with hgb approximately 11 g/dl the patient was transfused with 3 units of packed red blood cells (prbcs) over a 24-hr period and was transfused with a total of 6 units of prbcs before they were discharged. Warfarin therapy was resumed when the bleeding resolved at the time of discharge on (B)(6) 2018. The patient's inr was 2.1 at the time of discharge. No further information was provided.